Event description:
The facility reported that during "stereotactic placement of laser probes; laser ablation of right amygdala and hippocampus; laser ablation of periventricular heterotopia procedure", the mayfield composite series skull clamp (a3059) disengaged causing a laceration to the patient. Per surgeon's operative note, the mayfield released prior to initiating registration resulting in a 3cm laceration that was prepped and stapled to repair. There was a 15 minute surgical delay. The patient is now discharged.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the unit passes all specific functional testing, and a repeat of slippage or disengagement could not be duplicated. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and no functional issues were observed with the unit. It was noted that the ratchet extension and clamp base were mis-matched; the ratchet extension was marked (B)(6), and the clamp base was marked (B)(6). Root cause - the complaint is not confirmed for slippage since the unit passed all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.